Event description:
On (B)(6) 2004, a 55-year-old female patient underwent a percutaneous inferior vena cava filter implantation using a recovery filter. Later, on (B)(6) 2026, the filter was found to be multiply fractured and embolized with fragments in right pulmonary artery, right kidney and right ventricle and 2 fractured arms retained locally. It was further reported that the pa or rv fragments are unable to be removed. The current status of patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the detachment of the device and unintended movement could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2004, a 55 year old female patient underwent a percutaneous inferior vena cava filter implantation using a recovery filter. Later, on (B)(6) 2026, the filter was found to be multiply fractured and embolized with fragments in right pulmonary artery, right kidney and right ventricle then two fractured arms retained locally. It was further reported that the pa or rv fragments are unable to be removed. The current status of patient is unknown.